Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery tube. The empty reservoir and excessive no delivery alarms could not be confirmed due to the blank display anomaly. The drive support disk was inspected and no anomaly was noted. The following physical damage was also found: minor scratches on the lcd window, cracked casing near the display window corners, a broken belt clip slot, cracked reservoir tube lip, and a stripped battery cap coin slot.

Event description:
The customer's wife reported via phone call that her husband's insulin pump alarmed with no delivery. His blood glucose at the time of alarm is unknown. Troubleshooting did not occur since the husband had changed out his set prior to calling. Additionally, the customer's wife mentioned that the threads inside of his pump's battery compartment were worn. The patient's blood glucose for this incident is unknown. The worn threads were popping the battery cap out of the pump. Troubleshooting was initiated for the physical damage and the customer confirmed that the damage was due to normal wear and tear. There was no visible damage to the pump and the drive support cap appeared normal, but the battery cap was stripped. A self test occurred and the pump passed. The customer ran a displacement test as well and the pump passed. However, the insulin pump was returned for analysis and a replacement pump was shipped to the customer.